Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the synchroseal instrument grey cover over the jaws was allegedly damaged when it came into contact with another instrument. The procedure was completed using the same instrument with no reported injury. Intuitive surgical inc. (Isi) followed up and the nurse confirmed that no fragment fell inside the patient.